Event description:
Thunderbeat generator displayed an error message in the middle of the case. The device had been working as normal, then all of a sudden, the handpiece started making a "loud screeching" noise. Then the generator displayed an error, such as "probe damage," or "probe failure." The tips looked fine. There was no need to clean them. And the surgeons were not working close to a staple line, as they hadn't started stapling yet. Surgeon mentioned that they were working on "thinner" tissue. A new handpiece was introduced and worked without error.what was the original intended procedure?laparoscopic sleeve gastrectomy.